Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided

Event description:
It was reported that the atrial lead exhibited variable thresholds and intermittent loss of capture. Programming changes were discussed, but no intervention was reported. There were no patient consequences.

Event description:
New information received notes that on 28 jun 2021, the atrial lead also exhibited fracture and was explanted and replaced. The patient condition was stable.